Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician ended use of life vest. Follow up indicated that the skin irritation improved.